Event description:
It was reported the patient never had therapeutic effect. It was stated the patient was having leakage. It was noted "they first tried to implant in the office, but it was too painful". It was further stated "they put a lead on one side", but the patient could not take the pain. It was unclear exactly what was being referred to in the previous sentences. It was indicated the patient tried adjusting settings/"moving it around" for a couple of months, but this did not help their symptoms. Pain at the implant site was also reported. It was noted that stimulation in the wrong location was felt. It was also painful for the patient when stimulation was increased. It was reported the patient was notified by the manufacturer representative in (B)(6) 2012 that the leads "were not in the right spot". It was indicated the leads were in the patient's buttocks, but not their bladder. The patient's stimulation had been off since (B)(6) 2012. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v639199, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient device was still not working and was causing pain despite having it turned off for almost 2 years. It was indicated that patient had severed pain in her back going down the leg and can hardly walk. The patient stated, she was not trained adequately on using device.

Manufacturer narrative:
(B)(4)